Event description:
It was reported that during elective device replacement, blood was observed inside the lead insulation. A lead fracture was suspected. No adverse consequences for the patient where reported.